Event description:
It was reported that the patient presented to the emergency room with a low heart rate. The right atrial (ra) lead had high and unstable thresholds with a recent increase in threshold noted. The right ventricular (rv) lead had high thresholds and no capture. Both the ra and rv leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.